Event description:
It was reported that an end of life/end of service (eos/eol) message was received with the pt's implanted device. Additional info was received stating that the pt met with the physician and the manufacturer rep regarding the event. The pt had surgery on (B)(6) 2010, to replace the pt programmer and fix the problem with the device system. The device was successfully reprogrammed. No further details, pt symptoms or outcome were provided at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).